Manufacturer narrative:
Citation: lennart van gils. Complete filter-based cerebral embolic protection with transcatheter aortic valve replacement. Catheterization and cardiovascular interventions. (B)(6)2018; 91: 790-797. Doi: 10.1002/ccd.27323 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding filter based cerebral protection devices during the implant of transcatheter bioprosthetic valves. All data were collected from a single center between 2014 and 2015. The study population included 11 patients, one of which was implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female; mean age 81 years. Among all patients adverse events included: access site complications, dissection with stent placement, and blood loss. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.